Manufacturer narrative:
To date, the associated medical devices have not been returned to boston scientific's post market quality assurance laboratory. At this time, the investigation is considered closed. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this device system was explanted secondary due to pocket infection. Boston scientific was notified of this action by the patient several months following. There was no indication that a boston scientific employee knew of this event at the time it occurred. The patient was inquiring as to how to return her latitude communicator when she referenced the infection and subsequent system explant. It was not known if a new device system had been implanted once the patient was cleared by the physician.